Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the submitted log file. A system controller periodic log file was submitted for review and data from the dates of 04jun2025, and 11jun2025 ¿ 19jun2025 were reviewed. The driveline was connected to the system controller for the first time between 04jun2025 at 13:45:26 and 11jun2025 at 01:34:37, indicating that this was the patient¿s backup controller. No other notable alarms or events were observed. Multiple attempts were made to obtain additional information, including the reason for the exchange, if any log files from the exchanged controller were available for review, and if any products would be returned for analysis; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (IFU) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller was exchanged in a routine scheduled replacement unrelated to the reported issue. The pump stop was believed to have occurred for the purpose the replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a system controller exchange; however, it was determined that the controller was unrelated to the caused of the reported event. The system controller was not returned for analysis. Additional information provided communicated that system controller was replaced as a routine controller exchange was performed. It was also noted that log files from the exchanged system controller were not available for review. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21sep2021. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. C) and the heartmate 3 IFU (rev. A) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced severe flow fluctuation. Log file analysis was requested to confirm whether the heartmate device was in a good condition. The periodic log file indicated that the pump was off either on (B)(6) 2025, the system controller date may have been incorrect. There were no other unusual; events recorded in the log file event history. Further review of the log files showed the data prior to the relevant timeframe of the controller periodic log file showed the driveline was not connected, which was consistent with the controller previously being used as a backup controller prior to a controller exchange.